Event description:
The patient contacted dexcom technical support on (B)(6) 2013 and reported that on (B)(6) 2013, the sensor was removed on the date of insertion. The patient reports that the sensor was removed and that he could not remember seeing the wire at the bottom of the pod. The patient reported that he did not see the wire protruding from the skin, but still has a hard bump there. He also reported that it was painful to pinch the skin around the bump. No medical intervention was required. At the time of the call to dexcom technical support, the patient reported being in good health.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.